Manufacturer narrative:
It was later confirmed by the customer, a biomedical engineer, that the cause of the reported issue was the therapy cable assembly being used with the device.  The biomedical engineer then replaced the therapy cable assembly and observed proper device operation through functional and performance testing.  The device was then placed back into service for use. The removed therapy cable was disposed of by the customer.  The device was not returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical support. The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that while performing a preventative maintenance (pm) inspection on their device, it would not charge when prompted and gave a "connect electrodes" message when he pressed the shock button. The device was connected to a simulator during testing. There was no patient use associated with the reported event.